Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye showed lens is cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the returned lens, additional analysis is not possible. A manufacturing record review was performed. The device history records (DHR) show there were no non conformances with respect to the final product release process. There were no deviations in relation to the described complaint that would impact product quality. The lens was within power specification; hence the lens meets the specified cosmetic and optical requirements. No other complaints for this order number were received to date. No non-conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's right eye, due to defocusing (visual disturbance). An incision enlargement was required. No vitrectomy was performed, and no patient injury was reported. No further information was provided.